Event description:
It was reported that a patient underwent initial partial left knee surgery three years ago. Subsequently, two years later, suffered pain due to a fracture in the tibia bone. X-rays performed recently showed the left implant was misaligned due to a void in the tibia under the tibial component. A revision is planned to resolve this issue. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4) d-10: 161469 oxf twin-peg cmntd fem md PMA, lot #681360, 159547 oxf anat brg lt md size 3 PMA, lot # 075510, 110034355 refobacin bc r 1x40 us, lot# k1903z22ca. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The product remains implanted; therefore, visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Radiographs were provided and reviewed. The review identified that the left implant was misaligned due to a void in the tibia under the tibia tray, this may have come from the initial fracture allowing some movement of the implant. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.